Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The voltage was adjusted. The printed circuit boards and cables were re-seated, and the software calibration files were reloaded. The system was tested and is operating as intended.

Event description:
The customer reported an iris pot error message on the 9800 system. No pt injury was reported.